Manufacturer narrative:
Per the user guide: ¿you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a resume pump alarm had been received as the insulin delivery had been purposely stopped to allow the customer to go swimming. The blood glucose (bg) level was high. Insulin delivery was resumed and a bolus via the pump was delivered to address the bg level. The contact was aware that the resume pump alarm was triggered as the insulin had been stopped.